Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-13, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving fentanyl (concentration: 2400 mcg) and bupivacaine (concentration: 7500 mcg) via an implantable pump. It was reported that during the procedure, the hcp had difficulty aspirating catheter. The hcp chose to do a dye study at time of surgery and found the catheter to be leaking contrast at the collet site and requested to replace the proximal pump segment. After the catheter was cut, the provider found the spinal segment was not "dripping" csf. The provider replaced the entire catheter. A portion of the spinal segment broke off and a small segment was abandoned. The patient never voiced complaints of lack of pain control. The issue was resolved at the time of this report.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.